Manufacturer narrative:
The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, functional stress testing, and on/off current testing using test batteries and pads without duplicating the report. The device was recertified and returned to the customer. Review of the device log shows that the error was produced by low batteries or batteries installed incorrectly. The batteries used were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.